Event description:
It was reported that a female patient underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During initiation of anesthesia prior to the start of the procedure, the patient had a decrease in blood pressure and respiratory values. The anesthesiologist requested additional support for patient airway in order to start the procedure. This event was related to a possible small pre-existing pericardial effusion. The catheters were placed in the right atrium and after administration of heparin, the effusion became larger and the patient¿s blood pressure dropped. A pericardiocentesis was performed in which 750cc's were removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. A transseptal puncture was performed. The event occurred prior to the transseptal. There was no effusion seen prior to the puncture. There was no ablation performed. The patient received anticoagulation in the procedure. The act was greater than 300. There were no error messages observed on the biosense webster equipment during the procedure. The ultrasound catheter was in use when the effusion was noticed. However, the effusion was not in the same chamber where the ultrasound catheter was located. All sheaths used were st. Jude medical. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that the effusion was pre-existing and grew in size following heparin administration. The physician did not express fault of the procedure or catheters/products used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.smartablate generator: model #: m-4900-07, serial #: (B)(4). 3.smartablate pump: model #: m-4900-08, serial #: (B)(4). 4. Webster cs with auto ID catheter: model #: d-1353-04-s, lot#: 17244793m. 5. Lasso nav variable eco catheter: model #: d-1343-01-s, cat# d134301 lot# 17217522nl. 6. Acunav catheter: model #: m-5723-09, lot #: unknown. (B)(4).